Manufacturer narrative:
(B)(4). The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer did not reported under delivery on the insulin pump there was just a leaking infusion set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer was hospitalized due to high blood glucose on (B)(6) 2019. The customer gave (B)(4) units of insulin to lowered down blood glucose value but it did not work, she again gave (B)(4) unit of insulin and saw that insulin came out of tubing. According to nurse, no alarms was found in insulin pump. The insulin pump will not be returned for analysis.